Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the patient's room, the guidewire became stuck in the raulerson syringe and could not be advanced any further into the patient's femoral vein. The user then found that the guidewire had kinked 2-3 inches from the tip. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire and advancer assembly. The raulerson syringe was not returned. The guide wire was kinked at 4.5 cm from j-tip at the distal end and a space was observed between coils at 11 cm from the j-bend. The guide wire was found to be intact and within dimensional specifications. The guide wire was able to be inserted through the advancer assembly without difficulty. A device history record review was performed with no relevant findings. Since the raulerson syringe was not returned for evaluation, the probable cause of this issue could not be determined. No further action will be taken.